Manufacturer narrative:
H6: investigation summary bd received 2 samples and 4 photos from the customer for investigation. The photos were reviewed and the customer¿s indicated failure mode for foreign matter with the incident lot was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for foreign matter with the incident lot was not observed as all product specifications were met. Based on the investigation, the most likely root cause is that the embedded fm is indicative of resin colorant and/or resin adhering to the interior of the mold core and breaking free during production. This would typically be seen during the start of a run, or if the mold had to be stopped for maintenance and then restarted. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported with the use of the bd vacutainer® lithium heparinn (lh) 158 usp units blood collection tubes experienced foreign matter in tube; biological and non-biological. This event occurred 2 times. The following information was provided by the initial reporter: the customer stated "the following issue was found in tubes (367929) from lot 0072531: spot in tube x2."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported with the use of the bd vacutainer® lithium heparinn (lh) 158 usp units blood collection tubes experienced foreign matter in tube; biological and non-biological.. This event occurred 2 times. The following information was provided by the initial reporter: the customer stated "the following issue was found in tubes (367929) from lot 0072531: spot in tube x2."